Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results, should the device be received for eval.

Event description:
Customer reported the IV tubing came apart from the pump when a nurse flicked the tubing to remove air bubbles. The set was primed by the pharmacy department with paclitaxel. There was a splash to the nurse and chemo leaked on the floor which was handled as a spill. The nurse did not receive any extensive care other than washing the area of the splash with soap and water. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the MFR.